Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) used samples without packaging were returned for evaluation. Visual examination of the sets noted the distal connectors of both sets to be broken off and stuck in the ports of caresite valves. The reported defect of male luers broken off inside the ports of the caresite valves was visually confirmed. Although the defect was confirmed, based on the results of the sample evaluation, no specific conclusions can be made regarding the cause of the reported event. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the male portion of the IV tubing broke off into the female part of the IV extension tubing. This caused the IV extension tubing to stay open which caused a free flow of blood from the tubing. No injury reported.